Event description:
On (B)(6) 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began at an unspecified time on (B)(6) 2010. At an unspecified date and time the patient reported blood glucose results of "hi, hi, and 356 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Per onetouch ultralink owner's booklet, a message of "high glucose" indicates a blood glucose result of over 600 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated she manages her diabetes with an insulin pump. At an unknown time on (B)(6) 2010, the patient specified she continued with her usual diabetes regimen of 10 units of humalog. Per csr documentation, one day after the alleged issue occurred (time not known), the patient claimed she developed an "upset stomach and dizziness". During a doctor's office visit on the morning of (B)(6) 2010 (time not known), the patient specified she was advised by a health care professional to speak to her primary care physician. The patient denied testing with another meter. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. In addition, the csr noted that the patient did not have control solution at the time of the call to test the reported products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of upset stomach and dizziness do not meet lifescan's criteria for a serious injury. There is also no evidence that the patient received any treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.